Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 185-400 mg/dl). Pump supplies were changed. Correction boluses via pump and insulin injections were delivered to address bg. Customer alleged the pump was not delivering boluses. As pump supplies were change and bg was not elevated at the time of the report, tandem technical support was unable to perform a complete pump system check.